Event description:
Child admitted with lesion in his left lower chest. Child underwent a video assisted thorascopic surgery. During the procedure, after two clips had been placed on an artery, the clip applier jammed during the placement of the third clip. The surgeon replaced clip applier with another to place the third clip and then performed a partial transection of the artery. The first two clips, however had not closed the artery and the bleeding necessitated conversion of the thorascopic procedure to an open chest procedure.